Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the sphincterotomy was completed the cut wire snapped at the distal end. The device was removed from the patient intact. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a dreamtome 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when the sphincterotomy was completed the cut wire snapped at the distal end. The device was removed from the patient intact. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. The complainant was unable to provide the suspect device upn number and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The reported event cutting wire broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The correct name of the bsc sphincterotome used in the procedure was a dreamtome 44. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. During manufacturing, the devices are 100% inspected for cut wire integrity. Based on similar complaint investigations, the most probable root cause classification is operational context, likely due to procedural factors/generator settings.